Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID: b3300533m (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left stn lead segments showed impedance out of range, indicated in orange at 11k ohms. Potential contributing factors include an issue from the stage 1 imri procedure and the use of 33cm leads, as no impedance tests had been run since the lead implants were completed in the imri suite. The healthcare professional attempted to address the issue by changing materiality and conducting further tests during stage 2, confirming that the problem lies with the lead. The decision was made to monitor the situation over time, as the issue is only present in bipolar segments, allowing the use of ring mode and other features. The issue was considered resolved at the time of this report. No surgical intervention occurred, nor is any planned.